Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that the forceps elevator wire of the duodenovideoscope had foreign material. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that reprocessing could not be completed due to a leakage from the bending section cover and subsequently, foreign material remained in the forceps elevator wire which lead to the suggested event, thus confirming the device malfunction. The event can be detected/prevented by following the instructions for use in: the detection method in tjf type 150 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device. Additional information: h3, h4, h6.